Manufacturer narrative:
The customer¿s reported issue of cracks observed in the rear case, front faceplate inserts, and handles were confirmed through visual inspection of the two received syringe modules. Syringe module s/n (B)(4) was observed to have impact damage on the lower left front cover which may have contributed to the crack observed on the top left area of the front case. The right claw was observed broken off. Syringe module s/n (B)(4) was observed with multiple impact dents which may have contributed to the cracks observed. Several of the cracks were observed near screws which may have resulted from over torqueing since torque drivers were not in use. Reports from tpcs (technical practice consultant) on site observed biomed not using calibrated torque drivers. It was recommended to use only calibrated torque drives to assemble their alaris devices to prevent cracks in the insert case areas. The right claw was also observed broken off. On site tpc report showed that although the customer is cleaning with approved product (pdi super sani-cloth germicidal wipes), devices are not wiped off after recommended contact time. Recommendations have been made to follow the cleaner manufacturer¿s instructions to avoid device damage due to improper cleaning practices. According to the date codes on the customer¿s front cases, the plastic material in use was identified as bayblend fr110 (tc10003937). The use of the front case plastic material fr110 was changed to valox on 03/30/2018 which has improved chemical resistance to cleaning agents used in hospitals. The devices were not being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the syringe modules' cases were found to have cracks upon cleaning the devices and during preventive maintenance. The cracks were observed on the rear case, front faceplate inserts, and handles. There is a concern with the possibility of infection risk as the devices with cracks are difficult to be cleaned thoroughly. The issue did not affect the delivery of medication other than downtime. There was no patient harm. Issue in front cover, rear case, barrel clamp, large claw, left/right iui, and left/right handle.